Manufacturer narrative:
Continuation of d10: product ID 8637 lot# serial# unknown implanted: explanted: product type pump product ID 8637 lot# serial# unknown implanted: explanted: product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: 8637, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8637, serial/lot #: unknown, ubd: , UDI#: citation: costici, p. F. Et al. Safety and efficacy of the novel subfascial with umbilicus detachment technique for intrathecal baclofen therapy in pediatric patients with cerebral palsy and low body mass index. Child¿s nerv. Syst. 41, 118 (2025). Doi: 10.1007/s00381-025-06772-x medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'safety and efficacy of the novel subfascial with umbilicus detachment technique for intrathecal baclofen therapy in pediatric patients with cerebral palsy and low body mass index'. The following medtronic devices were used: synchromed pump. Among patients' adverse events/device performance issues included: patients implanted with a pump using the subcutaneous method experienced 2 cases of infection, 4 cases of skin erosion, 6 pump revisions, and 4 pump removals. Patients implanted with a pump using the subfascial method experienced 4 cases of infection, 1 case of skin erosion, and 1 pump removal. Patients implanted with a pump using the novel subfascial with umbilicus detachment method experienced 1 case of infection resolved with surgical washing and antibiotic therapy. Experienced an infection. No further information was provided pertaining to medtronic products.